Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump motor is slow to rewind, and center button is cracked. Patient also mentioned the battery life has diminished lasting only 2-3 weeks and also received a stuck button error due to its being held down against seat belt in her car. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was declined. Issue was resolved by replacing the battery. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed charge battery alarm noted. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record. Unit received with cracked battery tube threads, and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for charge battery alarm anomalies or unresponsive keypad. However, unit confirmed damage at battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.